Manufacturer narrative:
The reported field event of a set screw anomaly was confirmed in the laboratory and was caused by silicone, septum material found inside the sets crew hex cavity. The silicone prevented full insertion of the torque driver into the hex cavity, causing the reported field event.

Event description:
It was reported that lead dislodgment occurred and a device set screw anomaly was observed. Both device and lead were explanted replaced.